Event description:
It was reported that there was a kink in the cadd cleo 90 infusion set occurred while in use with patient. This kink could cause blockage of infusion. The tubing kink was smoothing out and the therapy was resumed. There was no patient injury

Manufacturer narrative:
A4 - weight: 247 (units not provided) investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.